Event description:
Additional information received reported that the reason for the lead explant was that the spinal incision (only) dehisced and the leads were exposed to air, breaking sterility. It was noted that the implantable neurostimulator was not. It was noted that apparently time was given to evaluate for infection and none was seen or it was treated and allowed to clear out, the reporter was not sure as it had been over a year since the explant of the leads. It was noted that it was not known if the patient actually had an infection or caught ¿it¿ before anything happened. It was noted that that the leads were explanted about a month after implant, the exact date was not known. It was noted that the patient had a pre-op appointment on 2013-(B)(6) but had not yet been scheduled for surgery.

Event description:
It was reported that the patient had the leads but not the device explanted ¿long ago.¿ patient was scheduled for a lead revision on (B)(6) 2013. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 355531, lot# n338154, implanted: (B)(6) 2012, product type: screening device. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported that the explant was scheduled for 2013-(B)(6) tentatively. Additional information received reported that the patient cancelled the appointment again. It was noted that they switched insurances.

Manufacturer narrative:
(B)(4).